Manufacturer narrative:
The reported 2.0mm locking drill guide 4mm-32mm was returned for evaluation. Manufacturing and inspection records were reviewed, and no anomalies were found. The 2.0mm locking drill guide 4mm-32mm (part number 80-0249, batch number 343832) was examined visually under magnification. The end of the locking drill guide was broken off. However, based on the information received and due to unknown surgical conditions, the root cause could not be determined. Corrected data: type of investigation code (annex b): updated 10 investigation findings code (annex c): updated to 3243.

Manufacturer narrative:
Per information received, it was indicated the device was available for evaluation. However, the device has not been returned at this time. A follow-up will be submitted at the time of the product's return and evaluation.

Event description:
It was reported during surgery the bolt broke off after mounting on the plate. The broken piece was removed from the patient. The surgery was completed with a replacement device after a 10-minute delay. No other patient consequences were reported.